Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Image review: review of the provided image was performed by regulatory post market surveillance (rpms) analyst. The image of the monopolar curved scissor (mcs) instrument is consistent with the alleged issue of a broken cable. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was not discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a damaged wire was confirmed by failure analysis.